Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, an episode of non-sustained rv oversensing was observed. Review of the strip revealed possible myopotential oversensing. Programming changes were recommended. The patient will continue to be monitored with routine follow-up.